Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient mentioned that they usually charge when the implantable neurostimulator (ins) reaches 60% but this has become difficult due to "no device found" and "call medtronic" messages. Patient tried removing the battery and shook it but it didn't resolved the issue. The issue was resolved with the new replacement recharger. The patient was able to charge quickly.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having a problem recharging their implant and the issue began a week or so ago. Patient stated they tried to charge their implant last night and this morning and they couldn't get the implant to recharge. Patient also stated their implant was flat now and used to stick out a little bit but now it was very flat. Patient mentioned they had taken the battery out several times and shook the controller and put it back in but that didn't make a difference. Agent instructed patient to check for visible damage; patient confirmed no visible damage to the recharger, controller compartment pins, controller port and li battery pack pins. Agent had patient reset the controller with ac power supply; patient confirmed controller powered on and a green blinking light was above the screen. Controller showed 100% and implant 60%. Agent instructed patient to start a charge session; controller showed no device found then implant went into passive recharge mode with numbers 0-100-100. Patient mentioned the middle number was changing back and forth between 0 and 100. The issue was not resolved. A request was sent to the repair department to replace the recharger.patient called back, mentioned they got a call and were returning the call. Agent reviewed with patient agent did not make an outbound call for more information and reviewed ar request was already sent to repair to replace the recharger.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.